Manufacturer narrative:
Approximately two days after being admitted to the hospital (reported as ¿in sequence with culture results¿, date unspecified), the antibiotic treatment was changed (previously reported as changed two days after peritonitis onset). On an unreported date in the same month as onset, the dose of gentamicin was increased to 80 mg per day and ciprofloxacin was introduced, 1 gram per day (route and duration were not reported). At the time of this report, the treatment with ceftazidime was maintained. One week after onset, a preventative therapy with fluconazole was began (dose, frequency route and duration were not reported). Three weeks after the peritonitis onset date, the patient was discharged from the hospital. It was not reported if the patient recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by unspecified pain, cloudy effluent and elevated c-reactive protein(crp). The cause of the event was not reported. On an unreported date, the patient started treatment with intraperitoneal vancomycin (2g every four days) and intraperitoneal ceftazidime (2g daily) for peritonitis. Two days after the event onset, the patient was hospitalized. That same day, the vancomycin was discontinued and intraperitoneal gentamicin (40 mg; frequency and duration not reported) was added for peritonitis. Physioneal and extraneal therapies remained ongoing. At the time of this report, the patient has not recovered. No additional information is available.

Manufacturer narrative:
On an unreported (two months following onset month), the patient was completely recovered from the peritonitis event (previously reported as ¿not recovered¿). Should additional relevant information become available, a supplemental report will be submitted.